Event description:
It was reported that technical service review of a remote transmission was requested as the patient presented with palpitations. There were no diagnostic observations however, it was noted the atrial lead has had a steady rise in impedance since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2013. (B)(4).